Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the subject device and found followings: [investigation result] it was confirmed the reported phenomenon. As a result of ft-ir analysis, it was confirmed that the foreign object clogged with nozzle had a peak that closely resembled the gascon drop which is dimeticone /dimethylpolysiloxane that helps gas excreting out of patient body. It was speculated that it might have come from antifoaming agents such as the gascon drop. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Cause] the cause of the nozzle clogging could not be identified, but it was speculated that there was a possibility of inappropriate or inadequate cleaning and disinfection for the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has been returned to olympus service operation repair center (sorc) for evaluation. Sorc has checked the subject device and confirmed the reported phenomenon. It was found that water was not running out from the nozzle of the subject device with air/water flow test, and it was also found that there was foreign object and clogged with the visual inspection. The subject device was transferred to omsc and it is planning to investigate. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the air/water nozzle of the subject device was clogged which could not remove. The user asked omsc to analyze what kind of object was clogged, and what caused the nozzle clogging. There was no patient injury associated with this report.